Event description:
During an in-clinic follow-up, high pacing impedance was observed on the left ventricular (lv) lead. Abbott technical support was contacted and suspected lv lead damage. No intervention was performed at this time. The patient was stable and will continue to be monitored.